Manufacturer narrative:
The information received indicated that during a pta procedure in the superficial femoral artery, a britetip sheath introducer encountered resistance while being inserted and the distal tip became frayed. Femoral access was used for the procedure. However, as the vessel was very hard, the britetip sheath introducer (complaint product #1) did not advance over a guidewire of unknown brand and the distal end of the catheter became frayed. Another product of unknown brand was opened and it was inserted into the patient without problem. A powerflex p3 was chosen as the initial balloon. The p3 was advanced in the patient but the device failed to cross the target lesion. The device was changed to a wanda (bsj, same size) and the procedure was completed successfully. There was no injury to the patient reported. The target lesion had heavy calcification and mild vessel tortuosity. The rate of stenosis was 95%. There was no anomaly on the sheath prior to use. There was no difficulty during prep of the sheath. The product was returned for evaluation. A review of the manufacturing documentation for lot 15388158 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. Without the product available for analysis the complaint could not be confirmed. The information available suggests that there possible vessel characteristics (heavy calcification) that may have contributed to the insertion difficulty and subsequent frayed tip. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The information received indicated that during a pta procedure in the superficial femoral artery, puncture was made from the femoral artery. However, as the vessel was very hard, the britetip sheath introducer (pi #1) did not advance over a guidewire of unknown brand and the distal end of the catheter became frayed. Another product of unknown brand was opened and it was inserted into the patient without problem. A powerflex p3 (pi #2) was chosen as the initial balloon. The p3 was advanced in the patient but the device failed to cross the target lesion. The device was changed to a wanda (bsj, same size) and the procedure was completed without problem. There was no adverse event and the patient is in stable condition. No product return. The target lesion had heavy calcification and mild vessel tortuosity. The rate of stenosis was 95%. There was no anomaly on the sheath prior to use. There was no difficulty during prep of the sheath.

Manufacturer narrative:
The product is not available for evaluation. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15388158 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.